Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and known incidents, it was presumed that the guide wire might have deformed likely due to excess stress generated by anatomy or wire manipulation. The likely deformation caused the coating of the guide wire damaged, so that resistance with the concomitant balloon catheter increased. When the concomitant balloon catheter was removed, the damaged coating might be pulled and eventually peeled off. Therefore, it was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, degree of coating damage was not confirmed as the device was not returned; therefore, a possibility that some coating fragment(s) might be left in the patient anatomy. The warnings section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
It was reported that the procedure was to treat radialis artery that was occluded by 75%. A non-asahi over the wire balloon ruptured and the distal tip of the balloon separated but remained stuck on the asahi guide wire. Resistance was noted during removal, but all was removed without issue as a single unit. Coating on the guide wire was noted to be peeling. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.